Manufacturer narrative:
Patient information is unknown. Unknown date in 2018. Unknown date in (B)(6) 2018. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an olecranon plate broke post-operatively with no reported fall or trauma. The implantation took place in (B)(6) 2018. Revision surgery was performed. Concomitant devices reported: screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 236.509; lot: 9437061 ; manufacturing site: mezzovico; release to warehouse date: april 10, 2015 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to the specification with no nonconformities noted. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Per selected investigation flow, a visual inspection was performed, and it confirmed that the received condition agrees with the complaint condition, but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Part returned to customer quality per procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.